Event description:
The suspect device results were in the 400 - 500 mg/dl range. The user retest and the result was 405 mg/dl. Patient went to the doctor due to the results and their doctor checked their glucose and the level was 202 mg/dl.no treatment provided. Controls were not used. The user quit using the product and threw away the test strips.